Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.

Event description:
New information received noted that the right ventricular lead exhibited noise oversensing that caused pacing inhibition. Furthermore, the rv lead exhibited high capture threshold and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.